Manufacturer narrative:
A general reagent issue could be excluded because the qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 6 patient samples on a cobas e 801 analytical unit. On (B)(6)2025, sample 1 had an initial result of 14.5 ng/l. The sample was repeated twice and the results were 11.9 ng/l and 11.5 ng/l. On (B)(6)2025, sample 2 had an initial result of 15.2 ng/l. The sample was repeated three times and the results were 18.1 ng/l, 15.9 ng/l, and 14.6 ng/l. On (B)(6)2025, sample 3 had an initial result of 10.1 ng/l. The sample was repeated twice and the results were 7.16 ng/l and 7.20 ng/l. On (B)(6)2025, sample 4 had an initial result of 11.6 ng/l. The sample was repeated and the result was 8.56 ng/l. On (B)(6)2025, sample 5 had an initial result of 8.73 ng/l. The sample was repeated twice and the results were 5.90 ng/l and 5.52 ng/l. On (B)(6)2025, sample 6 had an initial result of 16.2 ng/l. The sample was repeated twice and the results were 13.2 ng/l and 13.4 ng/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.